Event description:
It was reported that patient underwent knee surgery on (B)(6) 2013. Revision procedure was performed on (B)(6) 2014 due to suspected loosening. Implant found to be well fixed, but surgeon opted to revise poly tibial component. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.